Event description:
It was reported that the device overheated. There was no pt involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the MFR for eval. The reported event could not be duplicated, as the device could not be run upon receipt. Corrosion was found in the motor assembly. The device was repaired and preventative maintenance was performed.